Event description:
The operator transferred the resident (who was rigid) onto the stretcher from the bed. Moved the stretcher away from the bed and raised the resident's upper body two adjustments of the wing at the head end. Began to raise the leg and adjustment when the stretcher tipped over sideways or backwards for the resident landing on the upper or head end of the stretcher. The resident received stitches to the left arm and had a contusion to the head plus strap burns on the legs.

Manufacturer narrative:
The operator transferred the resident onto the stretcher from the bed. Utilized one belt to strap the resident to the stretcher. The resident's arm was trapped under the pillar cap. The safety belt had to be cut off, the stretcher was partially raised to remove the resident for transport to emergency. Revised operation manual to include, another statement other than pt eval and operator training, a statement specifically warning against the lifting of the pt's legs on a stretcher, especially when the pt is rigid.